Event description:
It was reported that a new device was implanted on (B)(6)2010 due to the previous device coming out of the pocket and the leads turning around. Patient turned over in bed when the event happened. Following implant, patient reported they were not feeling stimulation. Hcp instructed patient to turn the device on (B)(6)2010. Patient reported they tried to turn the device on, but the patient programmer had a blank screen so, they tried using the recharger. New batteries in patient programmer resolved the issue. The patient was able to synch with device, turn on the device and adjust settings. Patient reported feeling stimulation at 4.0 on program 1. Patient reported the ins battery icon was 50% shaded. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)